Event description:
Baxter affiliate reports one incident of a pt death occurring after an uneventful dialysis treatment. Pt complained of feeling worse after coming home and called an ambulance. Pt experienced progressive suffocation until death. No further info available.

Event description:
Baxter affiliate reports one incident of a pt death. No further info available.